Event description:
It was reported the patient had a return of symptoms of tremor the day prior to report. They had multiple medical issues that could have promoted the return of symptoms. The patient was in hospice and was hardly able to leave the facility nor have a procedure to replace the implantable neurostimulators (ins), of which they were concerned that they were depleted. Additional information received 4 days later reported the patient had progression of the disease. They did not feel the increased tremors were due to device malfunction. Due to the patient¿s situation, no further actions would be taken.

Manufacturer narrative:
Concomitant: product ID 7426, serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator. Product ID 3387-40, lot# j0519429v, implanted: 2005-(B)(6), product type lead. Product ID 748251, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 3387-40, lot# j0519429v, implanted: 2005-(B)(6), product type lead. Product ID 748251, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 7426, serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator. (B)(4).